Event description:
A user facility biomedical technician (bmt) reported a 5v high alarm on power up. The bmt had noticed the ntc 2, #, and 44 were all discolored and burnt looking. The bmt replaced all 3 ntc`s, and was trying to calibrate the temp control, and the temp was very unstable. The bmt also calibrated the pre and post temp sensors. In service mode while trying to calibrate the temp control, the dialysate flow would intermittently drop out, then start again. Upon follow-up, the bmt confirmed the reported event and stated the machine remains out of service pending delivery and replacement of the triac component. The bmt confirmed there was no patient involvement associated with the reported event. It was reported the burnt component was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a 5v high alarm on power up. The bmt had noticed the ntc 2, #, and 44 were all discolored and burnt looking. The bmt replaced all 3 ntc`s, and was trying to calibrate the temp control, and the temp was very unstable. The bmt also calibrated the pre and post temp sensors. In service mode while trying to calibrate the temp control, the dialysate flow would intermittently drop out, then start again. Upon follow-up, the bmt confirmed the reported event and stated the machine remains out of service pending delivery and replacement of the triac component. The bmt confirmed there was no patient involvement associated with the reported event. It was reported the burnt component was no longer available to be returned for investigation.